Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (60 mg/dl). Reportedly, low bg levels are due to the customer delivering a bolus and then falling asleep. Customer ate carbohydrates to bring bg levels back to target range.